Event description:
The patient reportedly experienced sound quality issues followed by loss of lock. External equipment has been exchanged, however, the problem did not resolve. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.